Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician verified the reported issue caused by a faulty printed circuit board (pcb). The pcb was replaced. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that the unit will not work. Upon triage on (B)(6) 2016, the service tech found that the unit was displaying a system error and then would shut down.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.